Event description:
A report was received that the pt underwent a pocket revision due to pocket discomfort caused by non-device related weight gain. The pt was reportedly doing well following the procedure.